Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo (less than 10 mg/dl) on mobile system and 100 mg/dl on compact system. No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.